Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration date and device manufacture date are unknown. However, it was reported that the device was not used past the expiration date. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this is one of two reports related to the same event (MFR. Report # 3005099803-2013-14633 and MFR. Report # 3005099803-2013-14490). It was reported to boston scientific corporation that a wallflex enteral duodenal stent (the subject of MFR. Report # 3005099803-2013-14633) was implanted during a stent placement procedure on (B)(6) 2013. According to the complainant, the stent was being placed as palliative care for a 3cm malignant stricture in the transverse duodenum. Reportedly, the patient's anatomy was not tortuous, during the procedure, the stent deployed at an undesired location in the intestinum tenue. The physician left the stent implanted and closed the procedure. On (B)(6) 2013 the physician implanted a second wallflex enteral duodelan stent (the subject of MFR. Report # 3005099803-2013-14490) in the duodenum and the stent was able to be deployed without any issue. Following the stent placement, a perforation was noted at the proximal edge of the second stent, the subject of MFR. Report # 3005099803-2013-14490 (exact date unknown). Both stent were removed from the patient on (B)(6) 2013. The patient was monitored under conservative treatment and discharged from hospital several days later (exact date unknown). In the physician¿s assessment, the second stent caused the perforation, but performing both stenting procedures within two days may have weakened the duodenal wall which contributed to perforation.